Event description:
After blood was drawn from the cv, the syringe was removed and the rubber septum of the bd q-syte came out of the bd q-syte housing, resulting in leakage. The line was immediately clamped. After the damage/leakage was found at 7:20am, the patient complained of respiratory discomfort. At 7:31am, the patient's po2 dropped to 84. Blood pressure dropped to 87/61. While an o2 inhaler was being prepared, spo2 recovered to 99. At 07:33am, the level of spo2 recovered but the patient kept claiming suffocation. O2 3ml was started. At 7:45am, the patient was able to speak but it seemed to be difficult. An x-ray on the chest was taken and confirmed no abnormalities. The bd q-syte device had been accessed more than 50 times in 20 days. The bd q-syte device was not changed periodically.

Manufacturer narrative:
The sample is not available for evaluation. Attempts to retrieve additional information regarding this incident have been made. If additional information is received, a supplemental report will be submitted. The bd q-syte instructions for use state it is recommended that the device be changed according to facility policy, cdc (USA) guidelines, or if the integrity of the device has been compromised. Do not exceed 100 actuations of the luer access split septum device. (B)(4).